Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's mother that the patient experienced chest pain. It was further reported they are unsure if the implantable pulse generator (ipg) is capturing and that there may be "something going on with the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.